Event description:
It was reported that a preloaded intraocular lens (iol) was a defective implant ¿ folded upside down. No further details was provided.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 30th june 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation : the product was returned to the manufacturing site for evaluation. The complaint lens was returned stuck to the outside of the handpiece device. No defects with the lens were observed before and after cleaning. Cartridge tip damage was observed which may suggest damage occurred during return shipping due to the device not being returned seated in the cartridge tray. No further handpiece defects or assembly issues were observed before and after disassembling the device for evaluation. The complaint issue of delivery issue was not confirmed during product evaluation. The other observed issue during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion : as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.